Manufacturer narrative:
During the technical inspection the following was found: as no product has been returned, a final determination of the root cause is not possible. Based on the customer description and review of similar complaints the product responsible for the incident is most likely the bipolar electrode part.no.: 011050-01. Therefore, the following investigation is solely for this product. All other products are collateral damage and most likely didn't contribute to the event at all. The most probable root cause is a mechanical overloading of the cutting loop wire, resulting in a break and final touching the neutral electrode, creating a short cut which leads to the described failure condition as follows: "it was reported that during polypectomy with a diathermy handle (bipolar electrode) a burn / explosion occurred, requiring the removal of the hysteroscope. A rupture at the end of the hysteroscope (ceramic tip) was detected so that the device had to be replaced by another hysteroscope. The surgery could be completed successfully with a prolongation of less than 15 minutes. No negative impact in state of health reported." In the corresponding IFU 97000160 v10.5/06/2024 contains a warning on page 5 as follows: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position." The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during polypectomy with a diathermy handle (bipolar electrode) a burn / explosion occurred, requiring the removal of the hysteroscope. A rupture at the end of the hysteroscope (ceramic tip) was detected so that the device had to be replaced by another hysteroscope. The surgery could be completed successfully with a prolongation of less than 15 minutes. No negative impact in state of health reported.